Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to put the malfunctioning pump into storage mode and was advised on steps to take upon receiving a replacement pump, which was sent to them. There was no backup insulin therapy available, so the customer planned to contact their healthcare provider.